Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 1 atmosphere for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.